Event description:
(B)(6) consumer claims on (B)(6)2015, friday morning at approximately 1:30 am his wife work up to a terrible headache. Claims she took a bp reading which measured 145/97 on her home bp monitor. Claims 30 minutes later she became so ill he called an emt service. Claims she was transported to the emergency room where her bp read 230/115 on the hospital monitor(s). Claims she was immediately given medication and solutions by i.v., to lower her bp. Claims within 30 minutes her bp was lowered to 197/100. Claims continued treatment in the emergency room for the next six (6) hours until her bp was stabilized to 138/95. Claims she was admitted to the hospital and diagnosed with a heart attack. Claims she did not have surgery and the treatment plan has been bed rest and medication to lower and stabilize her blood pressure. Stabilize her blood pressure. Consumer claims the home unit has read his wife's bp as low since the date of purchase compared to readings received in the doctor's office. Claims they did not return the unit to the place of purchase because his wife needed to monitor her bp daily on the advice of her md claims his wife monitors her bp 2-3 times per day. However, the consumer claims the monitor provides accurate readings on him and that is another reason they did not return the unit to the retailer or manufacturer.

Manufacturer narrative:
(B)(4). Event occurred in (B)(6). Reporting in the u.s., due to similar product sold in the u.s. .